Event description:
Reportedly, the patient arrived at the hospital on (B)(6) 2016 feeling sickness. At the interrogation of the device, recommended replacement time was reached. The previous follow-up dated (B)(6) 2015 showed a time to rrt of 27 months. The device was replaced and will returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient arrived at the hospital on (B)(6) 2016 feeling sickness. At the interrogation of the device, recommended replacement time was reached. The previous follow-up dated (B)(6) 2015 showed a time to rrt of 27 months. The device was replaced and will returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient arrived at the hospital on (B)(6) 2016 feeling sickness. At the interrogation of the device, recommended replacement time was reached. The previous follow-up dated 21 dec 2015 showed a time to rrt of 27 months. The device was replaced and will returned for analysis.